Event description:
Customer's mother reported that the sensor is inaccurate and that it gives alarms that go off at all times of the night. She stated that when the blood glucose reading was 100 mg/dl, the sensor glucose reading was 42 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.